Event description:
It was reported that during a laparoscopic right colectomy, the inner diameter of the device tore. The surgeon increased the length of the incision slightly and completed the case with an open approach. There was no pt consequence.